Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Zimmer biomet (B)(4) and packaging supplier are in the process of initiating modifications to address reported issue.

Event description:
It was reported that when box of bone cement was opened, the inner package of powder was leaking into the outer packaging. Another unit was available to complete the procedure without patient injury or delay.

Manufacturer narrative:
An investigation of the complaint has been performed consisting of a documentary review. The review of manufacturing DHR shows that products were manufactured according to the pre-defined specifications. The product inspection put in evidence that the inner pouch is damaged. Corrective action has been initiated for the reported issue. (B)(4).